Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that when changing the milrione bag, residual volume was 23ml running at 2ml/hr. Bag appears to be full. The pump log was checked, no alarms have gone off, and the pump has not stopped since last bag change. Patient stated he has been feeling more tired today but did not sleep well. Patient does not have additional edema. Distributor to send out new pump. The pump was returned to complete biomedical the event log was reviewed and there was no indication of incomplete infusion. Also, a simulation of the same settings was setup utilizing the 21-7322-24 set and ran for the same duration. All testing came back within the specifications. No patient injury was reported.